Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire at the yaw pulley location. The instrument failed the electrical continuity test, confirming a complete break in the wire. The internal wire was not exposed. No signs of thermal damage were observed. Components adjacent to the broken wire do not show any damage, which may suggest potential mishandling or misuse of the instrument. Additional observation related to the customer reported complaint: the instrument was found to have a broken grip cable at the distal end the complaint regarding a damaged wire was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy procedure, during the procedure the cable of the above instrument went off the wrist of the instrument. Immediately they changed instrument and proceed with the procedure normally. Probably it got damaged during cleaning of the instrument or internal collision with another instrument. The procedure was completed with no reported injury.